Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchial stenting procedure within a patient with lung cancer on (B)(6), 2010. According to the complainant, the stent device was inserted into the patient¿s lungs; however during deployment, the deployment suture snapped and the stent was only partially deployed. It was estimated that the stent was partially deployed slightly, by about two centimeters; however the nurse could not give an accurate measurement. The device was removed from the patient without issue, and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by 5mm. Two bends were noted in the shaft. The deployment suture thread was broken, and entangled around the distal end of the shaft. During analysis, the deployment suture thread was untangled and it was possible to retract the deployment suture thread and fully deploy the stent without issue. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchial stenting procedure within a patient with lung cancer on (B)(6), 2010. According to the complainant, the stent device was inserted into the patient¿s lungs; however during deployment, the deployment suture snapped and the stent was only partially deployed. It was estimated that the stent was partially deployed slightly, by about two centimeters; however the nurse could not give an accurate measurement. The device was removed from the patient without issue, and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.